Event description:
The customer contact reported a delay in therapy following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified pain medication via epidural route. No specific programming was provided. It was reported after a primed tubing set was loaded into the device and door was closed, the device alarmed door open. At the time, the nurse replaced the tubing set and the device again alarm for open door when the door was closed. The device was removed from clinical use. Therapy was resumed using a replacement device and the same tubing set. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.